Event description:
Information was received from the patient (pt) regarding an implantable neurostimulator (ins). Pt stated that the device was poorly calibrated and they still felt pain. Pt also mentioned that since implant, pt didn't have any communication or help with their device. Pt then mentioned that they had a fix in texas, where the manufacturer representative (rep) helped to move the cables down. Pt mentioned that they didn't feel mobility in their fingers. Pt stated an appointment with their healthcare provider (hcp) on 08th july.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-mar-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 19-jan-2025, UDI #: (b((4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.